Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : d.9, h.3, h.6. Device evaluation: analysis of the returned device identified a creases fold and a curved opening on the radius. A leak test and microscopic analysis was performed which identified a sharp opening on the radius, observed void >1 mm in non-textured, valve-to shell-bond area and wear abrasion. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp opening on radius assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". Device remains implanted.